Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an interlink, vented paclitaxel, set experienced no flow. The customer stated that the "fluid is not running through the line; when it is going through, the pump is just alarming." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. The sample was spiked into an in-house 1000ml solution bag. The sample failed to re-prime following label copy instructions. The sample was able to be re-primed slowly after several attempts. It was also noted that the flow rate appeared to be slower than normal. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The cause was not determined. This issue is being investigated through CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted